Event description:
While using healing pad, smelled a strange smell like fumes or burning. Don't realize where smell was coming from. Discovered soon after that the healing pad which was under my shoulders, had been burning, and the cord near the controling mechanism had been burning. It was black and melting and had been burning my sheet the same way.